Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing. No report of patient manipulation or trauma to the device. The patient's device has been replaced and the explanted products have been returned to the manufacturer for product analysis. Good faith attempts to obtain the patient's programming history have been unsuccessful to date. Product analysis is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.